Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. D10 concomitant products: 115031b0 - standard back plate, 113067b0 - head plate, 100144d0 - arm posturing device, long, pur padding. E1 event site name: (B)(6). E1 initial reporter name: (B)(6). The unique identifier (UDI) # information is not available since the device was manufactured before 09/24/2022.

Event description:
Getinge became aware of an issue involving one of our table, 115030a0, modular universal tabletop. During a spinal surgical procedure, while the patient was positioned on the operating table, the head and back section of the tabletop accessory unexpectedly tilted downward. The attending physicians prevent the patient from falling off the operating table. After securing the patient, the surgery was discontinued. It was discovered that lower teeth had been damaged during the incident. No other injuries were reported. We have decided to report the issue due to the serious injury sustained by the patient.